Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose (bg) was above 250 mg/dl and below 500 mg/dl with polydypsia and polyuria. It was reported the up, down, and ok keypad buttons were under-responsive, which allegedly contributed to an under-delivery of insulin. The reporter noted the patient did not receive treatment above and beyond routine diabetes management and the pump¿s settings were not recently changed. This complaint is being reported because the alleged hyperglycemic event was attributed to a keypad response issue.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 07/29/2014 with the following findings: the complaint could not be duplicated with investigation. A review of the pump¿s black box showed a time and date reset issue which affected accuracy of the pump¿s total daily dose history. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. The keypad flex cable connector was found to have moisture damage. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump successfully passed a delivery accuracy test and was found to be delivering within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.